Manufacturer narrative:
H4: the lot was manufactured on november 17, 2022, to november 18, 2022. H10: the device was received for evaluation. An unaided visual inspection with the naked eye was performed and no defect was observed in the reported issue. Functional testing was performed using tap water and a leak was observed at the port 2, spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone application to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This was discovered during visual inspection of the finished product, prior to patient use. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.